Manufacturer narrative:
The involved cycler was received for evaluation and successfully passed testing, confirming proper functionality. Available log files were retrieved and analyzed, which showed device performance was without incident and was unremarkable. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 01 june 2021 from a home therapy nurse (htn) stating a (B)(6) year old female patient with a history of multiple comorbidities including end stage renal disease and approved for performing solo home hemodialysis therapy, had a cardiac event and was found unresponsive towards the end of a standard home hemodialysis treatment on (B)(6) 2021. Additional information was received on 03 june 2021 from the htn stating emergency medical services were called, who determined the patient was in asystole and transported her to the hospital. Per the htn, the patient expired the next day on (B)(6) 2021 when the family withdrew care. The htn stated the available treatment record for the day was unremarkable and in the clinical opinion of the physician the event was a cardiac arrest and was not related to the hemodialysis treatment or the nxstage product.